Manufacturer narrative:
(B)(4).unit passed displacement test, selftest, sleep current measurement and active current measurement. No battery or power anomalies noted during testing or in power graph, however unit received with corroded battery tube. Pump error 63 (variable=3) confirmed in trace files due to broken pin 6 trace (sda) and pin 1 trace (vdd) on u1 keypad assembly.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm that appeared randomly. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer did a self-test but nothing came out of it. Customer stated that battery cap was not damaged and iron plate was still there. Customer stated that the battery lasts only a few days. Customer stated that when the new battery the insulin pump informs that the battery was completely empty. The device will be returned for analysis.